Event description:
The head section function of the bed drifts down.

Manufacturer narrative:
The hill-rom technician cleaned the head section drive brake to repair the bed. Chapter 6 of the service manual documents a function check for head drive screw as part of preventative maintenance. As part of the procedure, this should be inspected for proper lubrication.